Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the physician successfully performed two passes with the retrieval device to treat a left internal carotid artery (l-ica) occlusion. The patient had a thrombolysis in cerebral ischemia (tici) score of 2a after treatment. However, air embolism occurred while the physician was removing the balloon guide catheter (subject device). Post procedure, a hemorrhage was confirmed and a cerebral decompression was performed to relieve intracranial pressure. The physician stated that the cause of hemorrhage was possibly related to a reperfusion injury.

Event description:
It was reported that the physician successfully performed two passes with the retrieval device to treat a left internal carotid artery (l-ica) occlusion. The patient had a thrombolysis in cerebral ischemia (tici) score of 2a after treatment. However, air embolism occurred while the physician was removing the balloon guide catheter (subject device). Post procedure, a hemorrhage was confirmed and a cerebral decompression was performed to relieve intracranial pressure. The physician stated that the cause of hemorrhage was possibly related to a reperfusion injury.

Manufacturer narrative:
Conclusion: for anticipated procedural complication and caused by inadequate setup/preparation the device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported hemorrhage was an anticipated procedural complication. It was reported that the air embolism occurred when the coaxial catheter was being removed from the balloon guide catheter (bgc). The air embolism was most likely caused by inadequate device set up or preparation, either of which allowed air into the device during the removal of the coaxial catheter from the bgc. Therefore, a probable cause of caused by inadequate setup/preparation was assigned to the reported air embolism.